Event description:
It was reported that the user experienced scan errors while attempting to activate and connect a freestyle libre 3+ cgm sensor to the ilet app and pump, consistent with an intermittent communication failure involving electrical and magnetic components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, step-by-step troubleshooting and education, and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet system associated with intermittent communication failure and involvement of the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.